Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a memory fault error message upon interrogation during a normal follow up.